Manufacturer narrative:
The investigation determined that a non-reproducible higher than expected vitros trop I es result was obtained from a single patient sample run on the vitros eci immunodiagnostic system. Service actions were performed, however, there was no evidence in the pre-service vitros trop I es precision testing to indicate an instrument malfunction. In addition, there was no evidence to suggest a reagent malfunction had occurred based on acceptable vitros trop I es quality control results observed around the time of the event. The investigation determined that the sample in question was not processed in accordance with the tube manufacturer¿s recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. A definitive root cause could not be determined. However, pre-analytical sample processing cannot be ruled out as a contributing factor. The root cause of this event is unknown.

Event description:
The customer obtained a non-reproducible higher than expected vitros trop I es result (0.585 ng/ml) from a single patient sample run on the vitros eci immunodiagnostic system. The sample was repeated because the initial result was elevated, and an expected vitros trop I es results (<0.012 ng/ml) was obtained. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The higher than expected result was verbally reported out of the laboratory, but there was no treatment started or withheld based on the result. A corrected report was issued based on the repeat testing. There was no allegation of harm to either patient as a result of this event. (B)(4).